Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
It was reported by the field clinical specialist that during a transcatheter aortic valve replacement (tavr) procedure via left transfemoral access with a 26 mm edwards sapien 3 ultra resilia valve the balloon ruptured at full inflation, exposing the inflation balloon wings near the nose cone. The valve was successfully implanted in the aortic position; post dilation was not performed and there was no paravalvular or central leak. The patient remained in stable condition following the procedure. Blood was observed in the syringe, and the balloon could not be fully encapsulated within the 14fr esheath+ during withdrawal. This led to significant difficulty removing the delivery system and sheath from the access site. The delivery system was coaxially aligned upon re-entry into the distal end of the sheath and was fully unflexed during withdrawal, with the flex tip positioned at the valve. The ds and sheath were removed together as a single unit. The sheath was found to be crumpled in the middle, with visible liner delamination and shaft damage localized to the blue portion. The 26 mm commander delivery system (ds) was observed to protrude out the side of the sheath while still in the patient. These complications resulted in a femoral artery dissection. The physician placed three self-expanding covered stents in the superficial femoral artery (sfa), extending into the profunda femoris artery to manage the injury. No difficulty was reported during insertion of the sheath or delivery system, and no other edwards devices were damaged during the case. No retained volume was noted in the balloon, and no leakage was observed. The balloon had been inflated with an additional 2 cc of volume prior to deployment. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The devices involved were discarded and are not available for return. A 3mensio report is available for further anatomical assessment. The root cause of the dissection of the femoral artery was caused by the ruptured balloon and ''crumpled'' esheath during removal from the access site.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that ''valve the balloon ruptured at full inflation, exposing the inflation balloon wings near the nose cone, the balloon could not be fully encapsulated within the 14fr esheath+ during withdrawal.'' Additionally, evaluation of the provided device-related imagery of the delivery system revealed a burst inflation balloon. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.